Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result for 1 patient tested on a coaguchek inrange meter, serial number not provided, compared to an unknown laboratory method. The customer provided two comparisons from the same patient that were reportable malfunctions. The result from the meter was 4.7 inr and the laboratory result was 3.57 inr. The result from the meter was 3.8 inr and the laboratory result was 3.06 inr. There was no allegation of an adverse event. The investigation is currently ongoing.